Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report falsely depressed calcitonin results that were obtained on patient samples on an immulite 2000 xpi instrument. Quality controls (qcs) recovered within ranges on the date of the event. The adjustment was valid. The instrument did not undergo corrective maintenance during the evaluation period. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample probe, aligned the probes and dual resolution dilutors (drds), checked the centrifuge and luminometer, and checked the water and substrate dispensations. The substrate line was decontaminated. A water test was performed and was acceptable. The cse replaced the water pump, water collector, and tube processor front. The drain pipes were cleaned. Following service, all of the reagents on the analyzer were replaced and adjustments were performed as necessary. A precision study of 7 calcitonin samples was performed and the results were acceptable per the limitations section of the immulite 2000 calcitonin instructions for use (IFU): "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Siemens is investigating.

Event description:
The customer reported the observation of falsely depressed calcitonin results obtained on two patient samples on an immulite 2000 xpi instrument. The initial results were reported to the physician(s), who questioned the results. One sample was repeated on an alternate immulite 2000 xpi instrument; one sample was repeated on the same instrument. The repeat results were not rectified. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcitonin results.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2026-00001 on 09-jan-2026. Additional information 15-jan-2026: a siemens customer service engineer (cse) was dispatched to the customer's site. During the visits, the cse checked the instrument, performed alignments, and replaced the sample probe, the water pump, the water collector, and the tube processor front. The cse also performed decontamination of the substrate line. Following service, all reagents on the instrument were replaced and adjustments were performed. Tests were performed and the instrument was found to be in satisfactory condition. The results were stable, and the instrument was found to be fully operational again. The complaint was resolved by routine troubleshooting. The instrument is operational. The immulite 2000 xpi instrument is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.